Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment. The operator adjusted the access needle, but was unable to resolve the alarm. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the extracorporeal blood circuit. Review of the treatment data log file indicates that the alarm was most likely caused by inadequate vascular flow most likely due to clotting at the venous access, indicating that the cycler alarmed appropriately. The user's guide includes probable causes for alarms and adequate warning regarding the risk of clotting including instructions to closely monitor for clotting. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.